Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately one week post implant the patient experienced a possible perforation. It was further reported that the right ventricular (rv) lead exhibited increased thresholds and low impedance. The rv lead was reprogrammed. No further patient complications have been reported as a result of this event. It was further reported that the rv lead subsequently exhibited an impedance warning. When examined manually after the warning, the rv lead impedance trends were noted to be stable. It was further reported that the rv lead exhibited high thresholds during implant. It was further reported that the high thresholds on the rv lead resulted in early battery depletion on the implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.